Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed within the infusion set tubing and near the t:lock. There was no adverse impact to customer's blood glucose level. Tandem technical educated the customer on wearing the pump in a belt to prevent the issue from occurring while sleeping.